Event description:
Customer reports that they received an electric shock while using their freestyle libre 2 reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. If the product is returned, the case will be re-opened, and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports that they received an electric shock while using their freestyle libre 2 reader. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader mbma303-j3314 has been returned and investigated . Visual inspection has been performed on the reader and no damage were observed. No evidence of getting electric shock was observed. The reader was de-cased and visual inspection on pcba(printed circuit board assembly) was performed. Therefore, the customer complaint was not observed and this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted